Event description:
It was reported by the patient that the omnipod personal diabetes manager (dash pdm) overheated while charging. It was also alleged that the battery became swollen. No injury to the patient occurred during the event.

Manufacturer narrative:
Although this was reported by a regulatory agency, insulet's investigation team review of the complaint showed that this is an op5 post fix thermal event. Not for melting at the connection point but alleged to be hot while charging. No injury to the patient occurred and we are in the process of trying to receive the device in question. If new information becomes available we will file a supplemental report.